Event description:
It was reported that no current was delivered to the wand tip when the pedal was pressed. The turbinate portion of procedure could not be completed. The incident resulted in a surgical delay greater than 2 hours. Surgery was aborted and patient may have to return to the or at a later point, however, no follow-up procedure has been scheduled to date.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence potential factors which could have contributed to the reported event includes: 1. A power surge or power interruption to the subject controller, 2. An issue with one of the concomitant devices in use at the time of this complaint event, or 3. Mechanical component failure associated with the damaged internal output board. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.